Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
Information received clinical study via a healthcare provider regarding a patient who was receiving infumorph (5.0mg/ml at 0.2401mg/day) via an implanted pump. The indication for use was noted as non-malignant pain. It was reported that the patient self reported via phone that they had some redness and tenderness around the incisions and were concerned about infection. During examination and palpation it was noted that the incision were clean, dry, intact and healing well. There was slight redness along the stable line but there was no erythema noted. There was no drainage. The sites did not seem to be infection as of (B)(6) 2015. The incisional areas included the pump pocket, the lumbar site of the catheter tract. It was noted that the event was related to implant procedure. Intervention included medical/non surgical therapy. The patient was prescribed bactrim ds twice a day for 7 days on (B)(6) 2015. The severity was noted a mild. The event resolved without sequelae on (B)(6) 2015.